Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. The data was extracted which revealed that the wand was activated previously. A functional evaluation revealed the wand was able to generate plasma on all three settings as intended. Both wand and foot pedal performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: h3,h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Foreign zip code: (B)(6). Internal complaint reference (B)(4).

Event description:
It was reported that, during an arthroscopy, upon plugging in the werewolf flow 90 coblation wand, it did not function and no plasma glowing field was observed when the ablation button was pressed. The procedure was completed with a smith and nephew back up device with a delay of less than or equal to 30 min. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.